Event description:
It was reported that the device suffered a reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed revealing a power on reset parameters, with 1 - por for write to locked ram, addr=17d9, data=0 on (B)(6) 2012 06:51:54 and 1 - patient alert for por on (B)(6) 2012 05:51:54.